Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04157. It was reported that the patient had a fall last year, as a result the patient's leads had fractured, and the system diagnostics recorded high impedances. The patient was experiencing ineffective stimulation. Surgical intervention took place where the entire system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.